Event description:
The user facility reported experiencing decreased gas exchange shortly after initiating a bypass procedure. Some difficulty was encountered, but adequeate oxygenation was maintained. The initial unit was changed out for a second oxygenator. The case was successfully completed and the patient is reported to be fine.

Manufacturer narrative:
Although no patient complications were reported, the event description indicates that some blood loss did occur due to exchanging the oxygenator. The involved device was returned, decontaminated and gas exchange performance tested. The oxygenator was confirmed to function properly and no abnormalities were noted during any of the testing. Follow-up communication from the user facility indicated that this was an isolated event and performance of the oxygenator was not in question. Apparently, the perfusionist and aides were not "veterans" and inexperience was determined to be the most likely cause of the problems encountered during the procedure. A review of the complaint files confirmed that this lot number has not been reported previously. There is no available evidence that the reported event was related to a product malfunction or defect. Gas transfer performance under standardized conditions is addressed in the device labeling. All available information has been maintained in the quality assurance files for appropriate tracking, trending and follow up.